Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications ) and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR as the patient visited the ER in an ambulance and was prescribed an epipen and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of swollen lips and tongue, rash on the upper lip and difficulty breathing. The patient reported calling 911 and going to the ER in an ambulance due to the reported symptoms. The patient reported being prescribed prednisone (ant-inflammatory), benadryl (antihistamine), an epipen (epinephrine), and diphenhydramine (antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently back to normal. The treating doctor did not consider the event was serious or life threatening to the patient.